Event description:
It was reported that during a cartridge and tubing change on the insulin pump, no drops were observed during the fill step and insulin leaked from the cartridge-to-connector interface, with fluid noted on the pump and work surface; the user and agent replaced the affected supplies and successfully completed the change with expected drops observed and normal device function thereafter. Symptoms included no adverse health effects. Outcomes included no medical intervention, no hospitalization, and restoration of therapy after reassembly with new supplies. Investigation included troubleshooting guidance, review of user technique, and collection of component lot numbers. Investigation of this case revealed a leak at the cartridge/connector interface during the initial setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique or consumable connection inconsistency, with device function acceptable after proper reassembly.

Manufacturer narrative:
Initial.